Event description:
As reported, an implanted valved port was noted to have a hole in the catheter at the location where the catheter attaches to the port. The port was removed and replaced with another of the same style port. The pt was reported to be stable with no injuries. The used device is being returned for evaluation by the hospital.

Manufacturer narrative:
Although it has been reported that the used device will be returned for evaluation, it has not yet been received. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).